Manufacturer narrative:
Please note the correction for reference report number 3010215456-2015-27801.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
The device had no output or telemetry when received. High current drain was measured, which was isolated to the rf module.